Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported that ¿my left breast has had pain for almost two years now, and within the last 3 or 4 month my left breast is an size f and I¿ve always been a size double d. I have radial folds and capsular contracture in both breasts. My left armpit area has two lymph nodes that are swollen. I believe my implants are textured." This record is for the right side. The device remains implanted.